Event description:
During a surgical procedure, lidocaine solution was administered into the airway, while using a glidoscope. While the l-o-j was being removed, a 2 centimeter piece of plastic vial injector broke off in the patient's oral cavity. Magills forceps were used to retrieve the broken portion and the airway was secured. No trauma was noted. (B)(4) made several attempts to retrieve additional information regarding this ade from the reporter; however, no response has been received at this time.